Event description:
This was a right-sided lead extraction procedure to remove one non-functional dual coil rv ICD lead (model # unknown, implanted 132 months). The lead was prepped with an lld #2 and a 16f sls was used to lase. The laser was advancing very slowly through the vasculature as the tissue was very fibrotic. About 3-4 cm from the tip of the lead, the laser sheath became stuck on the lead and it was not possible to advance or pull back on the sheath. The physician attempted to pull on the lead, however it was a risky maneuver and the physician decided to perform a sternotomy in order to extract the laser sheath and the lead. During the sternotomy, the patient passed away. It is hypothesized that the insulation of the lead was compromised prior to the procedure and due to this compromise, the insulation may have gotten stuck within the ID of the sls (snowplowed). There is no allegation or evidence that the device did not function as intended or designed.